Manufacturer narrative:
(B)(4). The product was returned for evaluation. The device history record (DHR) review showed no abnormalities related to the reported failure. The investigation of the returned device did not confirm the reported complaint, no issues observed. The returned unit passed all specific functional testing requirements. When unit was properly positioned and put under pressure, unit functioned properly and held the right amount of pressure. The observed condition was likely caused by improper handling of the device. The definite root cause cannot be reliably determined. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the torque screw of the a1059 mayfield modified skull clamp was set to 80 pounds per square inch then lost pressure. There was no known patient injury or surgery delay.